Event description:
A customer reported a fluid overflow from total protein (tp) cup and electrolyte injection cup (eic) on synchron cx7 delta clinical system. The customer was wearing ppe and the facility has exposure control plan. Msds was not reviewed. Medical attention was not sought and there was no effect to patient or user.

Manufacturer narrative:
The field service engineer (fse) found bun (urea nitrogen), total protein and eic cups overflowing. The fse massaged the c cam tubing, and connected the eic waste valve to the power harness. No further leaking complaint had been filed as of (B)(6) 2011. Bec internal identifier for this complaint is (B)(4).